Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the patient was shaking. The patient stated they got a new dbs yesterday and it was supposed to be set at 100 with 2 ups and 2 downs but its at 200 and it's not working right. It was clarified that the patient had been shaking on their left side since yesterday but when they turned the stimulation on it showed 2.00 volts and said it was supposed to be on 1.00 volts and they wanted to move it back to 1.00 volts. The patient stated they can only lower it one or two clicks and then a screen that meant lower limit reached, or possibly oor was seen. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the patient had been given control over voltage to raise or lower if desired. They were programmed at 1.0 and 2.0 volts and had the ability to adjust with plus or minus 0.2 volts. It was noted that the patient¿s poor vision contributed to their confusion about the values. The issue was resolved after an evaluation of the patient in which they also received additional training with a manufacturer representative (rep) present. No further complications are anticipated.